Manufacturer narrative:
The unit was returned for the repair and the battery was replaced. The unit was recalibrated and tested. It met all specifications after the calibration was completed.

Event description:
Low o2 warning and battery issue.